Manufacturer narrative:
(B)(4). Additional information: the assignable cause was lines on the display as result of a defective main display. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition of a defective liquid crystal display. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 with 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during evaluation. The assignable cause of the reported problem could not be identified. The main display screen was replaced to fix the reported condition. A follow-up report will be filed if any additional details become available.